Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture; high pacing impedance and low sensing. The patient had intact atrioventricular conduction; the physician elected to take no action at this time. The patient remained in stable condition.